Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed a damaged lid and bezel. Functional evaluation revealed the unit presents a f4 fault on power up. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Event description:
It was reported that during the annual checking a hardware failure was found on the quantum controller. No case was involved. Results of investigation have concluded that this unit presents a f4 fault on power up which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.